Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump experienced positioning issues. Impella cp accidentally pulled back into aorta. Impella cp was explanted and replaced with another impella cp pump.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip ruptured. The fiber was used for 2 minutes and 17 seconds. A total of 218845 joules were used. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures 1220648-2024-15846.